Event description:
The tip of a straight probe broke and detached from the instrument leaving a sharp point. The device was thrown away to avoid any injuries.

Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. An evaluation of the suspect device cannot be conducted. The instrument was discarded by the user facility at the time of the event. The identifying lot number has not been provided.